Manufacturer narrative:
This report is submitted on may 28, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with an antibiotic (mode of administration not specified). The patient experienced poor performance with the device. The device was explanted (date unknown). There are future to implant a cochlear device.